Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter displayed an error 5 message. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue began on (B)(4) 2016. The patient manages his diabetes with oral medication (glipizide). It is not known what action, if any, the patient took in regards to his usual diabetes management regimen in response to the alleged issue. On (B)(6) 2016 the patient claims he developed symptom of sweating because he could not get a reading. On (B)(6) 2016 the patient claimed he increased his exercise level, due to the alleged issue. At the time of troubleshooting, the csr confirmed the patient was using the subject meter for the first time. The csr noted the patient was using the correct testing technique, was testing with test strips that were stored correct and were not expired or opened past their discard date. The product issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter error message began to appear.